Event description:
Practitioner reported that pt experienced hypersensitivity consisting of edema of the eyes, face, and neck and difficulty breathing after insertion of the lenses. The symptoms subsided with lens removal. Treatment was not required.